Manufacturer narrative:
Investigation is in process. Upon completion of investigation a follow up medwatch report will be filed.

Event description:
It was reported that the pt underwent lumbar fixation, in santiago chile, utilizing the sure-lok pedicle screw system on (B)(6) 2014, implanting two screws in the sacral and four screws in the lumbar. Two months post-operative the pt returned with lumbar and sacral pain and MRI showed micro instability. Revision was performed on (B)(6) 2014, finding a broken slp6540 6.5mm x 40mm s-lok polyaxial screw located in the right sacrum.